Manufacturer narrative:
Of the 22 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to damaged display screens, and failed display flexes. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 22 malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-70 years of age and between 35 and 265 pounds. Of the reported patients, 8 were male, 14 were female, and were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 2 instances of display issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of display issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.